Event description:
It was reported that an ardis cage broke surgery. Levels being treated during the surgery were l5-s1. The implant broke during insertion half way into the disc space. The implant was removed from the pt and another was used to complete.